Manufacturer narrative:
Additional information in h6: results and conclusions. The screw was not returned, and no x-rays or photos were provided so an evaluation was unable to be performed. Therefore, no results are available and the cause cannot be determined. The DHR was unable to be reviewed since the lot number is unknown. The device's labeling was reviewed and identifies implant fracture and subsequent surgeries as possible adverse effects associated with the device.

Event description:
It was reported that the patient underwent a revision surgery to remove two broken screws. No additional surgical information or additional patient impacts were provided. This is report two of two.

Manufacturer narrative:
PMA/510(k) number: k171907 or k150896. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2019-00497. [Mw5090372].

Event description:
It was reported that the patient underwent a revision surgery to remove two broken screws. No additional surgical information or additional patient impacts were provided. This is report two of two.